Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) and the related device and the device was bloody. The valve of the device was open. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018 it was reported two devices were unable to anchor to the laa. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with two watchman® laa closure device & delivery systems were used. Each closure device was deployed, but would not anchor to the laa, so they were fully recaptured and removed from the patient. The procedure was completed using a non-bsc device. There were no patient complications. However, device analysis revealed inner liner delamination.